Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info. Since the instrument was not returned, and multiple mfrs could have provided the involved instrument, we are unable to determine the exact MFR. Integra lifesciences corp is filing on behalf of the initial distributor, correpondence should be sent to: integra lifesciences corp.